Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Images were provided, and an imaging evaluation was performed. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleak. The imaging evaluation determined the following: there were two time points available for evaluation: pre implantation CT without contrast on november 30, 2023 and post implantation cta on april 09, 2024. The pre implantation CT without contrast showed significant calcium within the first 15mm of aorta distal to the lowest renal artery (left). Diameters of the proximal 15mm of aorta ranged from 18mm-24.7mm. The post implantation imaging showed lack of device/wall apposition for 7.08mm in length. The lack of apposition was on patients right side distal to the renal artery. It was 15mm distal to the lowest renal and the device to wall apposition was still lacking. Contrast was visualized between significant calcium and the graft. With imaging provided, there appeared to be contrast filling the sac, confirming the proximal type I endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure in zone 9 infrarenal to treat an abdominal aortic aneurysm. The physician implanted two gore® excluder® aaa endoprostheses plc181200 and plc201000, and a gore® excluder® conformable aaa endoprosthesis, cxt321414. The patient tolerated the procedure. On april 22, 2024, while undergoing imaging for an unrelated issue, the physician noted what he thought was a type ia endoleak. Further imaging indicated the possibility that the device had not fully opened when originally implanted. The physician was able to completely twist/pull the handle during the deployment. Further testing and possible intervention is planned. It was later reported, that the patient underwent an additional scan and a type ia endoleak was confirmed. Treatment will be performed at a later date. The patient had a long neck of 3cm. The patient's anatomy was also calcified. The constraining sleeve was trapped on a piece of calcium in the neck. On the CT scan, the neck measured areas of 26, 25, 27 and they used a 32 graft. It was not apposed to the wall. They had proximal apposition however, there was calcium and there was an area where there is a "channel" that comes in between the calcium and "pools" in the neck where they do not have wall apposition then it trickles down into the aneurysm on the scan. The physician believes that the constraining sleeve did not release fully and caused the issue.